Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastrectomy procedure, the stapler fired two shots and the third was locked. It was noted the black pusher thumb piece could not be moved at all. It was reported it was necessary to use another stapler. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastrectomy procedure, the stapler fired two shots and the third was locked. It was noted the black pusher thumb piece could not be moved at all. It was reported it was necessary to use another stapler. The surgical time was extended by 15 mins. There was no patient injury.